Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of drainage is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift in the lip , with 0.1 ml per side in lp1 and 0.05 ml per side in lp5 with needle with previous aspiration. The patient experienced exudation without pain. Patient been treated with varidasa topical and oral(varidasa 1-1-1, 500 mg 1-0-1), and topical acyclovir (1-1-14 days). Symptoms has been resolved.